Event description:
A positive advia centaur (B)(6) result was obtained for a pt sample and confirmed using the advia centaur confirmatory assay. The pt sample was run on four different advia centaurs with the same result every time. The customer tested the pt sample on an alternate method and the result was negative for (B)(6) . Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result with the alternate method is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
Additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing. The patient sample was tested on the advia centaur hbsag and the result was positive. The sample is neutralized at 95.8% with the confirmatory assay. The conclusion is, there is hbsag in the returned specimen. This is concordant with the customer findings.